Event description:
It was reported the pt experienced battery surging and had device removed. The battery was queried for depletion. Pt experienced withdrawal. Pt recovered without sequela. The drug, dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)